Manufacturer narrative:
Complaint no: (B)(4). The connection between a heater bag and a heater line was not fully secured by the patient and became loose and disconnected when the bag fell. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater line and the heater bag. The patient stated that the heater bag disconnected and fell to the floor. This occurred during fill two of four of peritoneal dialysis therapy. The patient reported that the connection between the line and the bag became loose when the frangible was being broken due to the patient not fully securing the connection. The technical service representative (tsr) had the patient close the transfer set and clamps and assisted with ending the therapy. The tsr advised the patient that they would need to start over with new supplies or finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.